Event description:
After adequate preoperative evaluation, the patient was taken to the operating room, placed in the supine position, where adequate general endotracheal anesthesia was administered without complications. Both groins were prepped and draped in sterile fashion using betadine solution. The groin incision was created with a #10 blade and carried down the skin and subcutaneous tissue with electrocautery. This was performed above and below the previously placed sheath. The common femoral artery was dissected proximally and distally. The profunda femoris and superficial femoral arteries were dissected and surrounded with vessel loops distally. The sheath was then removed and the arteriotomy extended proximally and distally and longitudinally using potts scissors. The previously placed stent had multiple fractures and had lost the integrity of its structure. It was removed in pieces. The entire stent could not be removed through the right groin incision. The proximal portion of the right greater saphenous vein was harvested. Side branches were ligated, and the vein cut to the appropriate size and shape for a vein patch. This was sutured into place using a running continuous suture of 5-0 prolene. The artery was back-flushed by releasing clamps. Following the release of clamps, there was no pulse palpable in the right common femoral artery. A 6-french sheath was advanced retrograde over a j wire. A retrograde arteriogram was then performed by injecting 5 cc of contrast solution. This demonstrated a patent, but partially obstructed right external iliac artery due to a retained stent in the mid-portion of the vessel. A glidewire was successfully passed beyond this retained stent through the lumen of the proximal external iliac and common iliac artery stents. A 6 x 40 mm balloon was then used to dilate the portion of the external iliac artery where the retained stent was located. This achieved a better lumen; however, there still remained some obstruction in this area. Therefore, a 7 x 80 mm absolute self-expanding stent was deployed, relieving the obstruction. An excellent pulse was obtained. The sheath was removed and the arteriotomy closed using a u stitch of 5-0 prolene. Good doppler signals were heard and an excellent palpable pulse was obtained at the common femoral artery. Heparin was reversed with protamine and the wound closed in layers using vicryl suture. Sterile dressings were applied. The patient was returned to the recovery room having tolerated the procedure well without complications. Sponge and needle counts were correct x 2 at the end of the procedure.